Event description:
It was reported that the physician could not perform programming and threshold measurement. The pulse generator exhibited eri. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of battery parameters are not displayed could not be confirmed. The device when received reached elective replacement indicator. The actual output amplitude and pacing rate was unknown since autocapture and sensor were programmed on, as a result the root cause of complaint could not be determined. Review of stored battery data showed device exhibited normal characteristics.